Event description:
The customer reported their receiving host system that reports results of pipetted samples from the ortho summit sample handling system was incorrectly configured which could result in an erroneous false negative result to be reported. No death or serious injury was associated with this incident.